Manufacturer narrative:
(B)(4). One captiflex snare was received for analysis. Visual inspection of the returned device revealed that the snare loop was detached/separated. In addition, the returned device was inspected under a microscope and the crimping marks were within specifications. During the product analysis, it was confirmed that the device had the loop detached/separated, the crimping marks were within specifications. This failure mode could be caused due to procedure practices such as user technique, handling, or anatomical conditions had contributed to generate the detachment of the loop. It is important to mention that the crimp marks were present in the device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device experienced some performance issues and no exact issue was provided by the customer. Another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed to be an MDR-reportable event based on investigation results which revealed that the snare loop was detached/separated. Please see block h10 for full investigation details.